Event description:
The amo field service engineer returned the customer's wavescan computer to amo for evaluation into the computer not functioning. Service depot evaluated the computer and when the power supply was powered up, smoke was observed being emitted from the power supply and the computer was non functional.

Manufacturer narrative:
The cause of the computer's power supply components failing and emitting smoke was not determined. The computer was repaired with a new power supply installed and was tested. The computer operated correctly following repair. All pertinent information available to amo has been submitted.